Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, bulge, limitation in activity, pain, and adhesions. Post-operative patient treatment included revision surgery, mobilization of bilateral rectus muscle flaps, abdominal wall reconstruction, removal of mesh, bilateral rectus myocutaneous bilateral rectus muscle flap reconstruction, component separation, old prolene suture caught in omentum removed, significant excessive skin excised, negative pressure wound dressing, and hernia repair with new implant.